Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion during therapy. 0.9% of sodium chloride was hung as the primary and paclitaxel was hung as the secondary at a rate of 400ml/hr. The infusion should have taken 3 hours to infuse but took nearly four hours. The event happened in the out-patient infusion centers. There was no known patient injury or medical intervention associated with this event. No additional information is available.